Manufacturer narrative:
Findings: no vibrator alarm due to broken vibrator wire. (B) minor scratched lcd window, cracked display window corners, cracked reservoir tube lip, missing end cap sticker. (B)(4).

Event description:
It was reported that the insulin pump no longer vibrates. Customer's blood glucose reading was 263 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.